Event description:
On (B)(4) 2013 the reporter, the patient¿s mother, contacted animas to report the pump had given ¿call service¿ alarms during approximately two weeks, and on an unspecified date, the patient obtained the blood glucose reading of 500 mg/dl, and experienced the symptoms of shaking and headache. The patient corrected his blood glucose level with a bolus dose of insulin via a syringe injection and his blood glucose level dropped to 258 mg/dl. Troubleshooting revealed the pump basal rate setting was incorrect, and a review of the pump history revealed several bolus doses were cancelled, both of which could have contributed to elevated blood glucose levels. The patient was able to reboot the pump and cancel the alarms. The patient¿s technique was incorrect by having the incorrect basal rate setting in the pump and for cancelling programmed bolus doses. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump and received treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 03/04/2014 with the following results: the complaint was verified in the history but not duplicated in testing. Force is not high at time of the alarms. Daily insulin delivery totals correctly reflect user's programmed basal rates. Exercised pump for 24 hours, after 24 hours no call service alarms occurred. Pump passed flow accuracy test and found to be delivering within required specifications. Pump opened, no damage found to motor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.